Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a 37 year old female patient with a diagnosis of post-embryo transfer. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 134.10 iu/ml, repeat = 21.81 iu/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the reagent 1 arc, probe was dirty/contaminated. The arc, probe was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional false positive b-hcg results were reported for (B)(6). A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.

Event description:
The customer observed a false positive architect total b-hcg result for a 37-year-old female patient with a diagnosis of post-embryo transfer. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 134.10 iu/ml, repeat = 21.81 iu/l. No impact to patient management was reported.